Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer.

Event description:
The patient reported that they had controller issues with their implanted device. It was indicated that they were having a lot more leakage, and couldn't adjust the stimulation with their controller. They thought this event occurred on (B)(6) 2017. The stated that they began wetting the bed again, three nights in a row, the week prior to the report. They went to their primary healthcare provider, and when they wanted to show them how to increase the stimulation, the up button would not increase the stimulation. During the call, the therapy was not on. They successfully turned the stimulation back on to program 3 at 1.9v. This was too strong, so it was reduced to 1.1. The patient did not recall when they may have turned the stimulation off, but they knew that they changed the batteries on (B)(6) 2017. They noted that they had a rare medical condition and had x-rays taken on (B)(6) 2017. This could be related to the issue. It was indicated that prior to wetting the bed, they took one oxybutynin in the morning and two at bedtime, and were not wetting the bed except randomly once every 6 months. When they started wetting the bed again, they started taking myrbetic and stopped taking the two oxybutynin at bedtime. They had an appointment with their urologist scheduled for (B)(6) 2017. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.